Manufacturer narrative:
Date of event is corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After touch-up ballooning was performed, intra-procedure angiography showed a type ii endoleak originating from the inferior mesenteric artery. The physician decided to monitor it and concluded the procedure. The patient tolerated the procedure. On an unknown date, follow-up imaging showed a distal type I endoleak in the right leg. It was reported that a diameter of the right common iliac artery was enlarged to 16 mm. On (B)(6) 2016, an additional procedure was performed. The right internal iliac artery was embolized with vascular plugs and coils. An additional endoprosthesis was then implanted to repair the endoleak. Its distal end was located in the right external iliac artery. Intra-procedure angiography showed no endoleak, and the procedure was concluded. The patient tolerated the procedure.